Event description:
It was reported that the patient was referred for replacement due to dead battery. When the patient was receiving a replacement generator, it was stated that the generator could not be communicated with; therefore, there were no pre-op diagnostics. The surgeon, removed the old generator and asked for the new generator to be opened (104) to replace the 102r. While using the screw from the new generator to replace the old generator (102r), the lead broke. It was reported that there was not much manipulation of the lead before it broke. They sewed the patient back up at that time with no generators implanted and the broken lead still there. No additional or relevant information has been received to date. No surgery to remove or replace the lead has occurred to date.

Event description:
Information was received that the lead was replaced. The explanted lead as not been received for analysis. The m104 device that was not used was returned and analysis confirmed that the device functioned according to specifications. No additional or relevant information has been received to date.